Event description:
The customer reported that the 840 ventilator display was distorted. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the graphical user interface (gui) lcd panel. The ventilator passed all testing.